Manufacturer narrative:
Integra received two devices in two service orders; the customer could not say which skull clamp was involved in the complaint or not. Hence, both devices were evaluated. (B)(4); a1059 mayfield modified skull clamp with lot code 091: during evaluation, it was observed that the locking mechanism was hard to close. Some small parts were wasted and the plunger stud was worn out. (B)(4); a1059 mayfield modified skull clamp with lot code 157, serial number (B)(4): during evaluation, it was observed that the locking mechanism was hard to close and some small parts were wasted. The device history record (DHR) review for both devices showed no issues or concerns. Device with lot code 091 was produced on feb2009 and lot code 157 was produced on jul2015. The customer complaint is confirmed. The root cause for device with lot code 091 was due to worn components including plunger stud. The root cause for the device with lot code 157 was also due to worn components.

Event description:
The customer initially reported to integra on 05apr2018 that there was an issue (unspecified) with the a1059 mayfield modified skull clamp. Additional information was then received on 27apr2018 stating that a (B)(6) patient's head moved in the mayfield skull clamp even though the device was correctly locked. It occurred during a fourth (4th) ventricle tumor removal surgery on (B)(6) 2018. The nurse needed to go under the surgical field to maintain the patient's head during trepanation. There was no neurologic deficit reported after surgery.

Manufacturer narrative:
The correct lot numbers of the two devices received in two service orders were lot codes 091 and 147 (previously reported as lot codes 091 and 157). The customer could not say which skull clamp was the complaint or not; hence both devices were evaluated. DHR review for lot 147; serial number (B)(4) found no abnormalities related to the reported incident were there any variances, mrr¿s or reworks associated with this lot/147. Date of manufacture 8/28/2014. There is no service history on file. The worn parts are normal for moderate to heavy useage ¿ however the clamp base and ratchet extension were replaced because ¿ coating is completely worn off¿ ¿ this is not normal unless the customer has cleaned them in an extremely strong alkaline solution ¿ beyond what we recommend in the IFU. Summary of service findings: a) 10 part numbers of small lock components were replaced due to heavy wear - these is a bit in excess of normal ¿ integra average about 5 or 6 on units that need lock repairs; 3 large components replaced for missing coating/bare spots; plunger stud ¿ worn completely out. It was determined for both devices that excessive time between service resulting in worn out locking mechanisms. Additionally, findings reported in service events suggests that the recommended functional inspection prior to use may not have taken place as prescribed in IFU based on the observed condition of the devices when received for complaint investigation.

Manufacturer narrative:
Additional information was received from the customer on 08jun2018 stating that the information they had reported previously was incorrect (a (B)(6) patient's head moved in the mayfield skull clamp even though the device was correctly locked. It occurred during a fourth (4th) ventricle tumor removal surgery on (B)(6) 2018. The nurse needed to go under the surgical field to maintain the patient's head during trepanation. There was no neurologic deficit reported after surgery). The correct complementary information should be: a (B)(6) patient was in a prone position for an osteotomy t8 and t12 of thoracolumbar kyphosis on spondyloarthropathy. During surgery, the mayfield got loose and the head of the patient fell in hyper flexion. Scanner was done in urgency and showed a fracture of the cervical rachis extension c5 and c6. The patient is tetraplegic at c5 level right with a total motor deficit of the lower part and left upper part. The device linked to the event was not identified so two devices were sent for investigation as a precaution. Based on the additional information received, there was no change in the previously reported failure analysis or root cause analysis.